Event description:
An implantable cardiac defibrillator was returned from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately one month post device implant. Additional information obtained indicated the cause of death was exsanguination due to disseminated intravascular coagulation and sepsis. No autopsy was performed. The source of sepsis is not known. No autopsy was performed. The circumstances surrounding the death have been requested and not received. ....

Event description:
An implantable cardiac defibrillator was returned from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately one month post device implant. Additional information obtained indicated the cause of death was exsanguination due to disseminated intravascular coagulation and sepsis. No autopsy was performed. The source of sepsis is not known. No autopsy was performed. The circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Additional information obtained indicated the patient was taken to the emergency room with progressive shortness of breath, weakness and wheezing. An echocardiogram indicated dilated cardiomyopathy with an ejection fraction of twenty percent. The patient was started on hemodialysis for acute renal failure but continued to deteriorate, developed cardiopulmonary arrest and subsequently died. The final diagnoses noted from the hospital were acute renal failure, coagulopathy secondary to anticoagulation therapy, congestive cardiac failure and pulmonary hypertension status post recent valvular repair and bypass surgery. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.